Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation) h11: corrected data: corrected sections h6 (investigation conclusions), h10 (additional manufacturer narrative) stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event was determined to be due to patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it was discarded. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm 3000tfx aortic valve was explanted after an implant duration of seven (7) years, three (3) months due to degeneration leading to aortic stenosis, thickened leaflets, restricted leaflet motion, and probable patient prosthesis mismatch. The patient has dyspnea on exertion. The explanted valve was replaced with a 25mm 11500a aortic valve. The device was discarded. Per the medical records, the patient had a degenerated heterograft that did not appear terribly stenotic, which leads to a concern for a probable patient prosthesis mismatch. The bioprosthetic aortic valve appeared structurally normal. There was some leaflet thickening and some restriction of motion, but it was not tremendous. The valve appeared to be somewhat small for the annulus. The 23mm valve was explanted and replaced with a 25mm 11500a aortic valve. The valve appeared to be seated and functioning appropriately. The patient was taken to the ICU in satisfactory condition post procedure. The patient was discharged home with home health services in stable and improved condition.